Event description:
It was reported that within five days post implant that there was a potential performance issue with the device and right ventricular (rv) lead. There were two non-sustained episodes with oversensing detected with the device and rv lead. It was noted that there appeared to be adequate spacing between the rv lead and a previously capped rv lead. After ruling out a connector or grommet issue, the physician opted to explant and replace both the device and rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with ventricular non-sustained tachycardia (nst) equal to 160 ms on (B)(6) 2012 at 12:45:54 and 12:46:32. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.